Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was 522 mg/dl. Customer declined troubleshooting. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.